Event description:
It was reported by the rep that the device was used during a laparoscopic gastric bypass. It was reported the surgeon used three 512sd (stretched gasket). The outer gasket on the 512sd split and leaked. Oneseals were put over the leaking trocars. There was no consequence to the pt.